Manufacturer narrative:
Returned product consisted of an ffr comet pressure wire connected to the optical cable connection (occ). The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The wire shaft showed a kink located 134cm from the tip. There was peeled coating at the 134cm location. The occ handle was connected to the ffr link for signal verification. The signal was not present as designed. Device analysis was conducted by inspecting the proximal end of the wire for any damage to the fiber optic. No damage was noticed. The sensor was inspected by viewing the sensor port to verify that the sensor was in the correct location. This sensor looked to be too far distal which would give the indication of the sensor being detached from the fiber optic cable. The wire was gently shaken to see if the sensor would move within the sensor housing and the sensor did move which verifies the sensor was detached from the fiber optic. The coefficient was confirmed to be in specification. The wire was removed from the occ handle with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on analysis completed on 28jan2020. It was reported that a connection issue occurred. During preparation for a percutaneous coronary intervention procedure. This comet pressure guidewire was selected; however, the pressure wire failed to connect to the ffr system. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed peeled coating.